Event description:
The customer initially reported that their device was showing an error with the etco2 function and had its service indication illuminated. After an evaluation by physio-control, it was observed that the device was resetting itself, unexpectedly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the battery pack and the battery connector pins in the device. Proper device operation was then observed through functional and performance testing and then the device was returned to the customer for use.physio further evaluated the removed parts and determined that the battery pins were flattened and worn out, which caused the reported failure.